Event description:
Patient was prepared to have a vein ablation procedure performed. Laser fiber was placed through the sheath in patient's leg and the venacure laser was engaged. A failure message then appeared on the unit "optical feedback out of range press control to continue". Three different laser fibers were tried thinking the unit would reset. It did not. Service was contacted. Engineer at angiodynamics stated the issue was a diode in the laser box and it could not be remedied. Procedure had to be terminated.